Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call or experiencing air bubbles in reservoir and insulin leak. Customer reported tha air bubbles were champagne size. Customer's blood glucose was 385 mg/dl and had dropped to 50 mg/dl and was treated with soda. Reservoir would be replaced.